Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for safety shield separation with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to safety shield separation as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a safety shield failure. This was discovered before use. The following information was provided by the initial reporter: material no. 368607. Batch no. 9099921. It was reported safety locking device fell off before use. I didnt have time today . But it happened to me. Is another lot number. The safety fell of before I was going to draw the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a safety shield failure. This was discovered before use. The following information was provided by the initial reporter: material no. 368607. Batch no. 9099921. It was reported safety locking device fell off before use. I didn't have time today . But it happened to me. Is another lot number. The safety fell of before I was going to draw the patient.